Event description:
Facility reports a patient was being taken into the bathroom. The "csw" had to hold the door at the same time while moving the patient around in the calypso. During this operation, the battery from the lift detached and fell on the "csw's" foot. The "csw" broke a big toe.